Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This event is patient's 3rd right hip revision. First hip replacement was (B)(6) 2010 (542-11-52e lot: mhtlew implanted). Primary revision was (B)(6) 2015 (6276-7-014, 6276-1-023 implanted), second revision was (B)(6) 2016 (1236-2-848, 626-00-42e, 6519-1-028, 6519-t-100 implanted). Patient is active. Sales rep confirmed revision was for dislocation

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
This event is patient's 3rd right hip revision. First hip replacement was (B)(6) 2010 (542-11-52e lot: mhtlew implanted). Primary revision was (B)(6) 2015 (6276-7-014, 6276-1-023 implanted), second revision was (B)(6) 2016 (1236-2-848, 626-00-42e, 6519-1-028, 6519-t-100 implanted). Patient is active. Sales rep confirmed revision was for dislocation